Manufacturer narrative:
E1. Zip code continued: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional report left side device removal due to an unspecified event. Healthcare professional later reported capsular contracture baker grade IV and seroma-late. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional report device removal due to an unspecified event. Healthcare professional later reported capsular contracture, baker grade IV and seroma-late. The device has been explanted. This record relates to the left side.